Event description:
It was reported the patient presented to the emergency room, upon review, the atrial lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged due to suspected twiddler's syndrome. The lead was explanted and replaced. The patient condition was stable post-procedure.